Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently "sticky" and that the customer needed to press the button several times in order for the display to turn on. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information regarding the issue was provided.